Event description:
It was reported to covidien that soon after starting to use the color didn't change. Another device was used and the color began to change. No patient harm reported.

Manufacturer narrative:
Covidien (B)(4) confirmed there were tears on the package. It could not be determined when the tears were caused. Covidien ref (B)(4).